Event description:
Three caregivers transporting pt in the bed. Walked bed around a corner. Bed caster rolled over one caregiver's foot, breaking foot. Caregiver placed in walking brace. Bed in proper working order. Service tech examined bed. No defect or malfunction. Driver error.

Manufacturer narrative:
Driver error. No defect or malfunction per service tech evaluation.